Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and downloaded the device logs and sent them to technical support for investigation. The software was updated from 6.0.1600.0 to 6.0.1700.0. A quick check and verification were performed according to the service manual and passed. The unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e us 17,3" ventilator is having a decommission message on screen while running on a patient. However, there is no other alarms noted. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and resolved the issue. Root cause of failure is due to software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.